Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l info from importer report: 1018233-2012-01272: it was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced postoperative urine retention, severe abdominal pain, pelvic pain, dyspareunia, non-healing surgical wound, recurrent mesh exposure/erosion requiring 5 excision surgeries, recurrent urinary stress incontinence, vaginal pain and 1st degree cystourethrocele.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex". Add'l info from importer report: 1018233-2012-01272: uretex sup urethral support system. Cat # 485013. (B)(6).